Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump piston did not stop during rewinding. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was unable to prime during the prime or a33 test and alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the delivery accuracy test , occlusion test and excessive no delivery test due to prime anomaly. All operating currents are within specification. Off no power alarm functions properly. Unit passed the displacement test, rewind test, self test and a21 error test. During the rewind test, the motor was able to stop rewinding by pressing the esc button. The motor functioned properly during testing. No drive/motor anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.